Event description:
A consulting physician reported a pt who was treated in the glabella by an undisclosed physician and subsequently developed a necrosis at the injection site. The dates of treatment and onset of symptoms were unknow. The pt was examined in consultation in approximately 06/1998 with a depressed scar at the glabellar area. Dermabrasion was considered as intervention for the scar. Further clinical information and pt name were refused.